Event description:
Pt reported obtaining blood glucose results of 277 mg/dl and 97 mg/dl, within 10 minutes, on the aviva system. No adverse event associated with the alleged malfunction was reported. The MFR requested the return of the suspect product for eval.